Event description:
A customer reported that the probe on the coulter act hematology analyzer was leaking a clear fluid. The customer was wearing gloves, a lab coat, and goggles when the leak was found. Msds was not reviewed and there is no risk management plan or a biohazard spill procedure in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Beckman coulter customer technical support assisted the customer replace probe wash. The customer was to call back if further assistance is needed. As of (B)(4) 2012, the customer had not contacted beckman coulter for assistance.

Manufacturer narrative:
(B)(4).